Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had a scs system for off-label use. Device 2 of 4. Reference MFR number: 1627487-2017-02256, 1627487-2017-02258 and 1627487-2017-02259. It was reported the patient's scs system was explanted on (B)(6) 2017 due to infection at the lead site.